Event description:
It was reported that the implantable cardiac monitor (icm) migrated to the point of erosion and fell out eight days after implant. The device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.